Event description:
It was reported that the patient reported that was very unhappy with his inflatable penile prosthesis. The patient claimed that his penis was now the size of a child and that he can not get the device to inflate because the pump is hard as a rock. He also claimed that his penis was partially erect at all times and he can not deflate it. The patient had attempted various techniques to overcome the issues without success. The patient was going to make an appointment to see his doctor.